Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution bag on the heater tray of the homechoice device was too warm. There was patient involvement. The patient stated they had not noticed any damage to the homechoice device. The patient stated they had noticed the solution had felt warmer than usual for two to three days; they advised their body temperature seemed to increase when performing therapy. The patient stated they had not attempted to adjust the temperature controls prior to calling baxter. The renal therapy service agent advised the patient that they would need to utilize manual supplies to complete therapy until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided for the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.